Event description:
During a 2 week postoperative visit following a sinus procedure, the stammberger foam that was used as a sinus dressing was still present. The surgeon alleged that all the instructions for use were followed when mixing the foam and the dressing should have dissolved. The undissolved sinus dressing was removed from the sinus cavities in office; however the surgeon could not be confident that all dressing was removed. There have been no further patient complications reported at this time.